Event description:
This unit exhibited continual aspiration through the procedure. If aspiration was turned off, the unit would not work at all. The unit was used for the procedure. There were no pt problems.